Event description:
The customer reported the loss of live image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The igbt snubber circuit board was replaced and the generator was recalibrated. The system was then found to be operating as intended.